Event description:
It was reported damaged comb and jammed handle. There was no delay or harm reported. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Review of the most recent repair record determined the comb was damaged and the ratchet was jammed. The comb and ratchet gear were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
There is no additional event information available.